Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 13, 2004, the pt contacted lfs alleging that her one touch ultra meter would not power on. The senior medical affairs specialist spoke with the pt on october 14, 2004. The pt neither alleged harm nor experienced injury or medical intervention. The customer svc rep confirmed that the pt had been using the correct type of test strips, the battery was correctly installed, and the battery was correctly installed, and the battery contacts were in good condition. The pt had recently replaced the battery; however, the meter would not power on. Based on the info supplied, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.